Event description:
Crrt (continuous renal replacement therapy) machine's screen reacted very slowly to a change to the patient fluid removal rate. Then main screen said memory malfunction. The device would not restart. The 1-800 number on the machine was called and the operator still couldn't get machine to work. Crrt was taken down. Pt's physician and renal fellow decided not to restart crrt. No injury to patient. Family at bedside and notified.